Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a diabetes educator stated the user¿s ilet pump powered off and remained off for several weeks, then powered on after charging but could not be unlocked, and when it eventually powered on the pump had reset; logs indicated the pump battery had fully discharged and the device remained off while the user received manual injections during a hospitalization unrelated to blood glucose. Symptoms included none reported. Outcomes included no reported injury and no alerts or alarms. Investigation included review of engineering logs and case details. Investigation of this case revealed the device experienced a full battery depletion with subsequent system reset after an extended period without power, consistent with expected behavior when the device remains uncharged for an extended duration. It was concluded that the cause was depletion of the device battery leading to a device reset upon reactivation.